Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was mentioned that the physician made an attempt to get transseptal puncture, but the wire did not cross. The physician tried to advance wire across septum without putting too much pressure on left atrium, however it was unsuccessful. Thus, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.